Manufacturer narrative:
Investigation summary: DHR review(lot #1308299): the complaint gauge is 24g, assembly at auto line 4 in dec. 2021, packaging at (B)(4) packing machine in dec. 2021, batch quantity is (B)(4). Review the in process test and outgoing test reports for this lot product, all test results meet the product specifications, no abnormal for it. Review the production records for this lot product, no non-conformance, deviations or rework activities. No actual samples and photos were returned from the customer, and the specific position and status of the indwelling needle leakage cannot be confirmed. Leakage test the retained sample of this lot, no leakage is found. Please refer to attachment for the test report. No same complaint was received from the complaint lot. Conclusion(s): no abnormality is found on process and the retained sample. As no defective sample returned, further analysis cannot be done, and the root cause of the indwelling needle leakage cannot be determined.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: during intravenous infusion, the child's indwelling needle leaked blood, and re-puncture was performed.